Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had "issues" inserting the syringe needle into the cartridge. Insulin could not be injected into the cartridge due to a bent needle. A new needle was used and the cartridge was loaded with insulin with no issue. Blood glucose was not impacted.